Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient had multiple ventricular fibrillation episodes that were treated by shocks. However, some r-waves were under-sensed, and 1 episode of ventricular fibrillation was under-sensed. The patient did not receive a shock due to the under-sensing, and the patient expired.